Event description:
This patient had suffered an mi within two weeks of the stent procedure. The patient was randomized to the cypher registry with a diagnosis of unstable angina. There were two reported coronary lesions however, only one lesion was reported as being treated using a cypher stent and no other information was provided. The reported lesion was at the distal circumflex , 76% occluded and 17mm in length. A (3.5 x 18mm) cypher stent was deployed at 10 atms, pre and post dilation was not done. Pre and post procedure timi flow was iii. Post procedure stenosis was 0%. Pre procedure medications are unknown. Intra-procedure medications given were llb/lla agent. Nitroprusside, nitroglycerine, lasix, heparin and plavix. It was reportee that this patient expires six months post index procedure., however, the exact cause of death was not reported nor will the information become available.